Manufacturer narrative:
(B) (4). The ge service rep replaced the sram program file assembly and set up the custom data on the workstation. He tested the system by taking multiple fluoro shots. The system operates as intended. (B) (4)

Event description:
The customer reported that the panel on the side of the c were lit and not active. No patient injury was reported.